Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03256. It was reported while charging his scs system, the patient feels heating at this scs ipg pocket site that is sometimes painful. The patient consulted with the physician. Additionally, a sjm representative advised the patient of charging guidelines. Follow-up is pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.